Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was unable to capture. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.